Event description:
It was reported that boston scientific technical services (ts) was contacted about high, out-of-range shock impedances of greater than 200 ohms on the right ventricular (rv) lead. Ts discussed programming options. Later, the patient was brought in for reprogramming, and defibrillation threshold (dft) testing was successfully performed. The device and leads remain in service. No additional adverse patient effects were reported.